Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8222981. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger separates from syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use with an unknown batch, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the plunger separates from the syringes. Number of occurrences 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue bd 3ml syringe, pn 309657. Product lot: #8222981 only for syringe event on 4/2. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation.

Event description:
It was reported that the plunger separates from syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use with an unknown batch, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the plunger separates from the syringes. ¿ number of occurrences - 3 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ product with issue - bd 3ml syringe, pn 309657 ¿ product lot # - 8222981 (only for syringe event on 4/2 ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes, sample is available for investigation.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.